Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited mechanical problems due to a fluid leak. A surgical procedure was performed and the device was removed and replaced. There were no patient complications reported.